Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use a bd insulin syringe with bd ultra-fine¿ needle was found with volumetric inaccuracy as the very first scale mark is too thick, it is difficult to measure 0.5 unit. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that the very first scale mark is too thick, it is difficult to measure 0.5 unit. The returned syringe was examined and the scale markings were slightly smudged but were not interfering with adjacent scale markings. CAPA (B)(4) was initiated to address such issues at this time. As per manufacturing, a review of the device history record was completed for batch # 7023681 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200683642] noted for a print defect. There were five (5) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (smudged scale markings). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time. Investigation conclusion: possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. CAPA (B)(4) was initiated to address such issues at this time.